Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive alinity I syphilis tp result for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): initial result was 1.6, repeat result was 0.2 s/co. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a false reactive alinity I syphilis tp result on the alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr found crystals at the sample probe. The fsr cleaned the alinity pipettor sample probe, list number 03r96-01, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a false reactive alinity I syphilis tp result for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): initial result was 1.6, repeat result was 0.2 s/co, there was no impact to patient management reported.